Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a bent cannula and kinked tubing, which resulted in no delivery. The customer had diabetes ketoacidosis and a blood glucose of 568 mg/dl. The customer received assistance to bring her blood glucose down. The customer stated that the readings for blood glucose differed from her actual blood glucose by 150 points. Nothing further reported.